Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, pullback was performed at the lesion area, but the device could not be pulled due to error. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.